Event description:
It was reported that a patient experienced a low blood glucose prior to dinner while using a Libre 3+ CGM, with a lowest reading of 54 mg/dL and an episode duration of approximately 30 minutes; the patient self-treated with oral glucose in the form of 2 ounces of juice and 2 glucose tablets and reported a tendency to overtreat lows in the context of an active work routine. Symptoms included hypoglycemia. Outcomes included resolution with self-treatment and no hospitalization. Investigation included a complaint review and user education on hypoglycemia recognition and treatment, including confirmation that glucose was trending upward after treatment. Investigation of this case revealed no device malfunction and suggested behavioral factors such as overtreatment and activity-related glucose variability as contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.